Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer onsite to evaluate the device in question. The rse indicated during a discussion and evaluation of the system that the system has no audio. The rse provided the customer with information on the adjustment of the system volume to correct the alarm issue. The philips remote service engineer (rse) confirmed the customer's device issue and provided the customer instructions on adjusting the device alarm volume.

Event description:
The customer reported that there were no alarm sounds from the overview host. The device was in use on patient at time of event, there was no adverse event reported.